Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and a drop in r-wave amplitude while the patient was sleeping. Technical services (ts) was contacted, and ts recommended bringing the patient into the clinic for testing. They planned to perform x-ray imaging. The s-ICD system remains in service. No adverse patient effects were reported. Additional information received indicates that this s-ICD system delivered an inappropriate electric shock die to oversensing and the smart feature was disable twice due to low amplitude. Undersensing was also noted. Troubleshooting options were recommended. Currently, this product remains in service and no additional adverse patient effects were reported.